Manufacturer narrative:
(B)(4). All available information was investigated and the reported inability removing the lock line was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the inability to remove the lock line (mechanical jam) appears to be the result of an observed knot; however, a definitive cause for how the knot formed could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. During lock line retraction, after approximately 10cm were removed, the lock line became stuck. The lock line could not be removed; therefore, the clip was inverted and removed from the anatomy. A new cds was used to complete the procedure. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.